Event description:
Dexcom was made aware on 07-16-2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen. The patient experienced a skin reaction with itching, rash, redness, blisters, and infection which extended beyond the patch perimeter. The patient reportedly went to urgent care on (B)(6) 2024 and was told by the doctor that he needed to remove the sensor, which he did. The patient was then given antibiotics (doxycycline 100mg 2x a day) as he was told he has an infection, and also used over-the-counter (otc) aloe topical cream on the rashes. He was sent home immediately after that. There was no documentation of further medical evaluation or intervention. No photo was provided for review. At the time of the report, the patient was fine. No other details were documented. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4). B3 date of event - correction. B5 describe event or problem - correction. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - correction/additional information. H10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required. Dexcom was made aware on 07-16-2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced a skin reaction with itching, rash, redness, blisters, and infection which extended beyond the patch perimeter. The patient reportedly went to urgent care on (B)(6) 2024 and was told by the doctor that he needed to remove the sensor, which he did. The patient was then given antibiotics (doxycycline 100mg 2x a day) as he was told he has an infection, and also used over-the-counter (otc) aloe topical cream on the rashes. He was sent home immediately after that. There was no documentation of further medical evaluation or intervention. No photo was provided for review. At the time of the report, the patient was fine. No other details were documented. No additional event or patient information is available.